Event description:
It was reported that, on (B)(6) 2014, an office visit noted indicated redness over the pump site. This was later determined to be a (B)(6) infection. Troubleshooting/diagnostics, treatment/information, final patient outcome, drug information, and device information was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, lot # unknown, product type catheter. (B)(4).